Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the coulter lh 780 hematology analyzer had a leak under the laser area. The volume of the leak was approximately 50 ml and was contained within the instrument. The customer was wearing proper protective equipment (ppe), consisting of gloves, eye protection, and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse observed that the source of the leak was the tubing from the mix chamber to the flow cell. The fse replaced the affected tubing, which resolved the leak. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).